Event description:
The report was received from our affiliate indicated that during withdrawal of the guidewire, the guidewire tip got stuck, and the physician pulled it out with some force. After removal of the wire, the tip was noted to be slightly elongated. There was no report of pt injury. As per the reporting affiliate, no additional pt or procedural info is available.

Manufacturer narrative:
During withdrawal of the guidewire, the guidewire tip became stuck, and the physician pulled it out with some force. After removal of the wire, the tip was noted to be slightly elongated. There was no reported pt injury. As per the reporting affiliate, no additional pt or procedural info is available. Confirmed bent and kinked distal tip and distally stretched tip coilwires. The exact cause of this damage was not determined, but it appears to be related to the procedure. Controls are in place to detect and prevent damaged/kinked products from leaving the facility. Router review indicated that the product was final inspection tested and was determined to be acceptable. With the info available, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact on this event.